Manufacturer narrative:
A boston scientific technical services consultant reviewed the device data and discussed the clinical observations with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited rising shock impedance measurements which were now 130 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received confirming that no additional testing was performed and the clinic is going to continue to monitor the issue.